Event description:
The catheter was placed 7/30/97. The pt's mother reported during an infusion that the pt's arm was sore and was pink on the inside of the arm, but that there was no swelling. An rn assessed the catheter and found that it flushed and aspirated normally. After the physician was contacted, the catheter was removed and replaced with a peripheral line.